Event description:
This lead was capped due to noise and replaced with an OEM device.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
11/10/15 - additional analysis data was returned: the device is currently not available for analysis, therefore the device itself could not be investigated. The received iegm of the device were carefully analyzed. The available data confirmed the presence of artefacts in the rv channel. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
On 6/29/2015 - additional information was provided informing us this lead was suspected of having a fracture.